Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(6).

Event description:
Tech reported aiming beam alignment problem. Pt involvement is currently unk. More info has been requested.